Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: serial number reported as: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: device history record (DHR) review conducted: manufacturing location: monument manufacturing date: 29-mar-2023 expiration date: 01-mar-2033 part number: 04.037.045s, 10mm/130 deg ti cann tfna 235mm/left ¿ sterile lot number: 5330p07 (sterile) lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection certificate 04.037.045s-18-btq136733 / 3, met all inspection acceptance criteria. Packaging label logs (pll) lmd were reviewed and determined to be conforming. Packaging boms were reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 4684p09 lot quantity: (B)(4). Nine pieces were scrapped in cell for thread-pitch diameter. Two pieces were scrapped in cell for surface finish.dings/scratches. Production order traveler met all inspection acceptance criteria apart from the eleven pieces noted. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree, tfna lot number: 4967p83 quantity 7 / 4967p66 quantity 5 lot quantity: (B)(4). Production order travelers met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 4942p54 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report dated 16-feb-2023 was reviewed and determined to be conforming. Lot summary report dated 28-feb-2023 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h4,h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna fem nail ø10 le 130° l235 timo15 was found broken across the medial locking hole. Both fragments were observed in the visual evidence provided. In addition, the overall appearance of the device was noted with signs of usage and normal wear which could have been a result of implantation and explantation. No other issues were identified. A dimensional inspection for the tfna fem nail ø10 le 130° l235 timo15 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 le 130° l235 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: - ti cannulated trochanteric fixation nail - advanced, 130 deg 04_037_042 rev. J (current) / rev. H (manufactured). Dimensional inspection: n/a. H4, h6 manufacturing location: monument, manufacturing date: 29-mar-2023, expiration date: 01-mar-2033, part number: 04.037.045s, 10mm/130 deg ti cann tfna 235mm/left ¿ sterile, lot number: 5330p07 (sterile) . Production order traveler met all inspection acceptance criteria. Inspection certificate , met all inspection acceptance criteria. Packaging label logs (pll) lmd rev ad were reviewed and determined to be conforming. Packaging boms were reviewed and determined to be conforming with no deviations to normal packaging identified. Supplied by (B)(4) (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive , lot number: 4684p09. Nine pieces were scrapped in cell at op #11, machine complete, for thread-pitch diameter. Two pieces were scrapped in cell at op #50, final inspection, for surface finish.dings/scratches. Production order traveler met all inspection acceptance criteria apart from the eleven pieces noted. Inspection sheet rev a met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree, tfna , lot number: 4967p83 quantity (B)(4) / 4967p66 . Production order travelers met all inspection acceptance criteria. Part number: 21127, timoagri16.00, lot number: 4942p54. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated 16-feb-2023 was reviewed and determined to be conforming. Lot summary report dated 28-feb-2023 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported on (B)(6) 2023 the patient introduced herself in the emergency room. She reported about a painful event that occurred about a week earlier during physiotherapeutic treatment. The pain was in the area of the left thigh after osteosynthesis of a per-/subtrochanteric femoral fracture with a trochanteric fixation nail advanced (tfna). The x-rays showed an implant failure in the sense of a fracture of the inserted nail in the left femur. Revision surgery occurred (B)(6) 2023. Patient was revised to a new implant this report is for (B)(4) for tfna nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.